Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation, therefore, an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was alarming air in line while delivering milrinone, esmolol, neo, fent and insulin in the intensive care unit. It was also reported that there was no patient injury.